Event description:
A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. Patient described the area as sore red and itchy, irritating previous procedure scars. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hydrocortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.